Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient's mother that the patient had an appointment yesterday, monday, and the healthcare provider (hcp) said the pump was empty. The hcp said the programmer was reading that the pump was empty. The pump was not alarming and the hcp did not fill the pump yesterday. The patient rep wanted to know who the company representative at the implant was because she wanted to get clarification if the pump was filled at the implant or not. The patient rep stated that she spoke to the implanting physician, thursday night from the emergency room (ER), and he said the pump was filled at the implant, so she did not know why the pump was empty a few days later. The hcp yesterday would not fill the pump until the spoke to implanting physician and ask him when they could fill the pump. The patient was out if it for 3 days after the implant and they thought it was baclofen withdrawal and had been to the ER twice since the surgery. The patient had to go to the ER because the patient's legs were shaking.